Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mouth of a large suturecut needle driver instrument broke off. The broken off fragment was found and retrieved during the same procedure. The procedure was completed with no reported injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument and performed failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.077" x 0.192" was found to be broken off. The broken piece was returned.